Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 52 mg/dl and the customer lost consciousness for approximately 10 minutes. The customer was awaken when she bit her lip. The customer stated that the low bg occurred when she delivered a double bolus for a meal and thought that the pump settings were too high. As the event had occurred in the past, tandem technical support was unable to troubleshoot. Tandem technical support advised the customer to discuss the event with a healthcare provider.